Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a shunt in-stent restenosis pta procedure. During the procedure, the balloon ruptured at 10 atm. The procedure was completed with different device. No patient complications were reported and the patient is good.